Manufacturer narrative:
After further review, this event does not meet reporting guidelines as no intervention was required.

Event description:
During a ventricular tachycardia ablation procedure, the device did not deflect as intended and could not be straightened. When attempting to remove the catheter, it was stuck in the sheath. Attempts to remove the catheter including cutting the shaft to advance a dilator over it, were unsuccessful. The catheter was able to be pulled out of with the sheath and the patient was stable and hemostasis was achieved by holding pressure.